Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 1 event was duplicated during evaluation. Two events were not duplicated; however, the devices were found to be outside of specifications. One device was found to be affected by a corrosion. One device was found to be affected by a worn component. One device was found to be affected by a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. Two event had no patient involvement; no patient impact. One event had patient involvement; no patient impact.